Event description:
The physician was attempting to implant a 2.75 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the rca. The target lesion exhibited 95-98% stenosis, with moderate tortuosity and some calcification. The stent failed to cross the lesion and was removed from the patient. Upon removal, it was noted that some of the stent struts were damaged. The lesion was pre-dilated and the physician successfully implanted a different size endeavor stent. Patient's status post procedure was reported as stable and no clinical sequelae were reported. Device evaluation: the stent was positioned on the balloon as per specification. A number of struts on the 5th and 10th proximal segments were slightly deformed. A number of struts on the 7th and 8th segments were raised and pulled distally. The distal tip was slightly flared.

Manufacturer narrative:
(B)(4). Results: 95-98% stenosis, moderate tortuosity, calcification. Stent deformation, failure to deliver the stent. Conclusion: 95-98% stenosis, moderate tortuosity, calcification.